Manufacturer narrative:
Pump data was reviewed during device investigation and insulin delivery was found to have been suspended for 3 hours and 56 minutes due to the device being out of insulin. Cartridge alarm 8 (out of insulin alarm) was found in the pump data.

Manufacturer narrative:
Per the t:slim user guide: replace the cartridge every 48 hours if using humalog®; every 72 hours if using novolog®. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer had been experiencing intermittent high blood glucose (bg) levels (380 mg/dl). Correction bolus and injection with an insulin pen were used to address bg. The contact did not know the cause; however, during troubleshooting insulin was observed flowing through the tubing, but the delivery seemed to be slower and less consistent than usual. Reportedly, the cartridge was changed every 3-5 days. High bg levels were also experienced on the first day of cartridge use. Tandem technical support advised the contact that the cartridge usage was labeled for 2-3 days. No other device issue was identified. The infusion set site was not removed on the day of the report for inspection. The customer continued to use the pump for insulin therapy.